Event description:
On april 26, 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to another device. The medical surveillance specialist spoke with the patient on may 5, 2010 and obtained the following information. The patient reported that the alleged issue began approximately 1 year ago, when he first began to use the subject meter. The patient informed the mss that he tests 5x/day and manages his diabetes by taking a set dose of oral medication (actoplus) and 75/25 insulin twice a day (adjusted per sliding scale). The patient claimed that every day for the past year (time of day varies) he has developed symptoms of feeling dizzy, sweaty, and as if he were going to pass out. On an unspecified date/time, at the onset of symptoms, the patient reported that he tested his blood glucose and obtain blood glucose readings of "close to 500 mg/dl" with the subject meter and a result of "20 or 30 mg/dl" on another device (other onetouch brand meter), performed minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient reported treating self with food and/or drink and feeling better afterwards. The patient did not recall when he last tested or the result obtained with the subject meter prior to the onset of symptoms. The patient stated that his symptoms may have been as a result of taking an increased dose of insulin (per his sliding scale). At the time of troubleshooting, the cca noted that the patient did not have the subject strips. Replacement product was sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.